Manufacturer narrative:
Product ID 3889-33, lot# v541122, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient presented with a urinary tract infection (uti). Symptoms were noted as dysuria for 7 days and slight abdominal pain. Intervention included macrobid for five days. The patient outcome was reported as resolved without sequelae.